Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The lesion being treated was a 99% stenotic lesion in the rca. The physician encountered resistance while advancing the liberte' monorail stent delivery system inside a 7f guide catheter. Unable to advance any further than the distal portion, the physician removed the guide catheter and liberte' monorail stent delivery system as one without incident. Upon removal, it was noted that the stent had dislodged in the guide catheter. No patient injuries or complications were reported.